Manufacturer narrative:
Siemens showed due diligence in attempting to obtain additional relevant information and instrument logs for investigation. However, the customer has declined further investigation. Without the requested information and instrument logs for review, the investigation could not proceed. Without an investigation, the root cause cannot be determined.

Event description:
The customer reported that they received a discrepant high total hemoglobin (thb) result compared to retesting of a different sample on their laboratory instrument. There is no report of injury due to this event.